Event description:
Patient presented to the physician with chest wall pain, pressure on the chest, and red spot at the ipg site. Physician brought the patient into the or and observed migration of the ipg potentially causing the red spots. Ent re-sutured the ipg, added an extra anchor, and closed the incision